Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 400mg/dl and diabetic ketoacidosis, an elevated heart rate, vomiting, and excessive urination. The cause was unknown; however, customer's continuous glucose monitor was not available due to a non-tandem sensor issue. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin and fluids of saline. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage. Customer acknowledged the pump was functioning as intended.